Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. The report will be updated when the investigation is complete. (B)(4).

Event description:
Allegedly, the patient was revised due to pain (right). Dr (B)(6) also mentioned that the proximal tibia may have had a cyst present. Cultures were done. This is the patient's second revision. It is not known when/where the first revision took place or who conducted the revision.